Event description:
A surgeon reported that after the treatment with the laser, the incision did not close by itself like it usually does and it had to be stitched. The laser treatment was performed on the left eye. Capsulotomy, lens fragmentation, main and two side incisions were performed. Surgeon closed the main and the side incisions with a suture.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).